Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "hard as rock", "pain and swelling", and exchange from textured to smooth due to the patients concerns with the product. Healthcare professional later reported left side "10cc of fluid" (seroma-late). Device has been explanted and replaced.

Event description:
Patient reported left side "hard as rock", "pain and swelling", and exchange from textured to smooth due to the patients concerns with the product. Healthcare professional later reported left side "10cc of fluid" (seroma-late). Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. ¿ edema: unable to observe as it is not related to the manufacturing process. ¿ seroma late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.